Event description:
Based on the medical records provided by the patient's attorney: (B)(6) 2002 - patient underwent repair of incisional hernia with implant of two composix meshes. Lysis of adhesions was performed. (B)(6) 2002 - ER: pain, hematochezia; possible diverticulitis. (B)(6) 2003 - patient underwent repair of recurrent ventral hernia with implant of composix kugel mesh. Lysis of adhesions was performed. Hernia appears to be an extension of the prior hernia hidden by the falciform ligament and fat in the abdominal cavity. Composix meshes from prior surgery are both visualized. (B)(6) 2003 - office visit: patient kicked in abdomen 5 days post-op. (B)(6) 2003 - lysis of adhesions was performed. Previous implanted meshes were visualized. No evidence of recurrence. No notation of defect in mesh. (B)(6) 2003 - patient underwent implant of a second composix kugel mesh for repair of incisional hernia from previous laparoscopic port placement. CT was negative, but defect in epigastrium was palpable. Marked adhesions to previous mesh repair. Lysis of adhesions performed. No evidence of recurrent hernia. (B)(6) 2004 - acute diverticulitis with diverticulosis. (B)(6) 2004- lysis of adhesions performed. Previous mesh is revealed. Patient has ventral hernia between upper and mid portion mesh. A third composix kugel mesh was implanted. (B)(6) 2005 - patient underwent low anterior resection. It is unclear which two mesh was encountered are divided to gain access to the abdominal cavity. She has scarred rectosigmoid colon with adhesions, but no diverticular disease. Lysis of adhesions was performed.

Manufacturer narrative:
The composix kugel mesh implanted on (B)(6) 2003, was reported to the FDA in accordance with rae-2008004. Based on the information provided, it is unknown whether the device may have caused or contributed to the reported event. The patient has co-morbidities including morbid obesity, lupus, fibromyalgia, and multiple abdominal surgeries. Prior to surgery in (B)(6) 2002, the patient was advised that her pain, which she has had since the hysterectomy, may not resolve. There are multiple visits to the pain clinic between 2003 and 2004. Noted on (B)(6) 2004, pain clinic visit, patient has not complied with appointments, and is discharged from pain clinic in good condition with referral to massage therapist. Patient continues to complain of pain 1-1/2 years after last reported mesh implant, with no evidence of hernia recurrence. The information provided indicates that the patient developed and was treated for recurrence and adhesions, which are known adverse events listed in the IFU. A manufacturing review was performed, and found no evidence of a manufacturing related cause for the alleged event. There is no indication of defective mesh. Additionally, it appears the mesh remains implanted, and no product has been returned. If any additional information becomes available, a follow-up MDR will be submitted. See MDR 1213643-2012-00696 for information related to the composix mesh implanted on (B)(6) 2002. See MDR 1213643-2012-00694 for information related to the composix kugel mesh implanted on (B)(6) 2003. See MDR 1213643-2012-00697 for information related to the composix kugel implanted on (B)(6) 2004.